Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.5 x 8 mm nc trek balloon catheter was used; however, the balloon ruptured before reaching a pressure of 8 atmospheres. Therefore, the device was replaced with another 3.5 x 8 mm nc trek balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction to analysis: visual and sem inspections/analysis were performed on the returned device. The reported rupture was confirmed. (The previous report stated the rupture was not confirmed.)

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and sem inspections/analysis were performed on the returned device. The reported rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to filing the initial report, the following additional information was received: no resistance was noted during removal of the 3.5 x 8 nc trek. No additional information was provided.